Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding unspecified high glucose sensor scan values while the customer was wearing the adc device. As a result, on (B)(6) 2021, the customer had a loss of consciousness and was provided glucose by the hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding unspecified high glucose sensor scan values while the customer was wearing the adc device. As a result, on 10sep2021, the customer had a loss of consciousness and was provided glucose by the hcp for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) were updated based on extended investigation. Section d4 (serial number) was updated from (B)(6)to (B)(6).